Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery an ophthalmic handpiece phacoemulsification was inoperative. The procedure was completed by using 2-step vacuuming. Patient harm was not reported.

Manufacturer narrative:
Phacoemulsification handpiece (hp) was returned for this investigation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was received for this investigation. A visual assessment of the returned sample revealed no obvious visual nonconformity. The returned sample was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements but did not meet specifications. No torsional power was generated when stroke length was measured. There was isolated longitudinal power. Disassembly of the handpiece revealed moisture ingress within the electrode chamber. Based on the information obtained, the root cause of the reported event can be attributed to moisture ingress causing a short circuit from the high electrode to ground. However, how or when moisture entered the handpiece remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).